Event description:
Stryker lucas CPR device 3.1 failed to perform mechanical CPR after about 2 minutes of operation. Battery was showing end of life but still good. Failed with second battery also. Reference report: mw5118760.